Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: drill bit broke during application over the guide wire. The device was being run an ao coupling. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the us, but a similar device is marketed in the us.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information from synthes (B)(4). The raw material and manufacturing papers were reviewed and met specification. The device was measured and met specifications. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. We can only assume that contact with other metallic materials, guide wire is broken off, led to an instantaneous application of mechanical overload and hence to the breakage of the drill bit. The microscopic view of the broken surface does not show any anomalies of material structure, which indicates material conformity as well.

Event description:
Drill bit snapped during use, some metal remained in the patient. Screw deformed during insertion in new location after appropriate drilling. Patient's bone is young and dense. Wire snapped during extraction post successful screw insertion.